Event description:
A pharmacist called on behalf of a customer. He stated that the customer's blood glucose was tested using his breeze2 meter and his dr's meter. The customer's breeze2 read in the 400's (mg/dl), while the dr's meter read in the 100's (mg/dl). The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The pharmacist is to return the customer's test strips and meter for eval. The pharmacist gave the customer a new contour meter kit.